Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided complete pump reset instructions and guided the caller through the process, resolving the issue as the error did not reappear, and the caller successfully started their sensor session.